Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion alarm while running a loaded set. Service evaluation verified the false upstream occlusion alarm. The cause was identified to be continuity across the ultrasonic sensor flex pins. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a false upstream occlusion alarm while running a loaded set. There was no patient involvement. No additional information is available.